Event description:
Customer reported a difference in concentration values between performing manual vs. Automated dilutions. Customer also reported receiving error code 1118, invalid test result, intercept too low. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.